Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. No device problem found during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son had experienced hypoglycemia. The customer's blood glucose level was 32 mg/dl. The customer's blood glucose level was 340 mg/dl and he was treated and his blood glucose dropped. The customer had issues with calibration not accepted. The customer's other blood glucose level was 207 mg/dl. The insulin pump will be returned for analysis.